Manufacturer narrative:
Additional manufacturer narrative: additional information has been requested. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of three (3) years and five (5) months due to unknown reasons. No other details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.